Event description:
According to the initial reporter: the patient was allegedly hospitalized in (B)(6) 2010 for pulmonary embolism and pneumonia and received a cook ivc filter in the groin area to prevent future blood clots. Since then, the patient alleges to have been hospitalized multiple times for blood clots in the legs and near the heart. Patient further alleges to have a slowly declining health, mobility problems, blood clots and heart palpitations. No further details regarding the event have been provided.